Manufacturer narrative:
Both nails were classified as primary product during investigation. A review of the manufacturing and inspection documents (DHR) was not possible because the lot codes were not provided. Also the implants were not provided; therefore an inspection of them was not possible. All provided information and the x-rays were evaluated by experts of the t2 kids system and a medical expert: the chosen nails were too thin for the treated intramedullary bone channel; the x-rays show that the chosen nail diameters are less than 40% of the channel diameter. Due to this a sufficient three point cortical contact and a sufficient stiffness of the nails were not given. A special anodizing method (type ii) guarantees higher fatigue strengths (approx. 115%) in comparison to other titanium implants, therefore concerns regarding the stability, strength and stiffness can be excluded. T2 kids nails are available to a diameter of 4mm. In the actual case the surgeon selected a diameter of 2mm (according to provided catalog numbers), therefore enough diameter range (2,5mm, 3mm, 3,5mm and 4mm) were possible for a correct treatment. Regarding broken nail: the x-rays show that one nail is most likely broken. Most likely the nail was over-bend during pre-bending the correct shape by the surgeon; due to overbending notching can occur. Notching favours significantly implant breakages and led most likely to the presented nail breakage. The IFU and the operative technique include several warnings and the correct implant size, handling and implantation in detail. Based on the given information the reported issues were caused by a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During insertion of t2 kids nails a couple of times, the hospital have experienced that the nail have been bend into a sharper angle than the surgeon have expected and wanted. Then they have not got the three point stable construction they had planned to make.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product discarded.

Event description:
During insertion of t2 kids nails a couple of times, the hospital have experienced that the nail have been bend into a sharper angle than the surgeon have expected and wanted. Then they have not got the three point stable construction they had planned to make.